Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the during investigation the mobile power unit's (mpu) patient cable was found to be loose at the rubber end around the black and white connector. The mpu's handle was also found to be damaged. During a power on/off inspection the system booted up as intended. A functional test found software 01.02.01. The system functioned as intended. The patient cable and handle would be replaced, and preventative maintenance would be performed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the during investigation the mobile power unit's (mpu) patient cable was found to be loose at the rubber end around the black and white connector. The mpu's handle was also found to be damaged. During a power on/off inspection the system booted up as intended. A functional test found software (B)(4). The system functioned as intended. The patient cable and handle would be replaced, and preventative maintenance would be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the mpu (serial #: (B)(6) ) and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2015. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The mobile power unit (mpu) mpu (serial #: (B)(6) ) was returned for analysis to the european distribution center (edc) and a damaged handle and a loose patient cable was noted and confirmed. The system was able to power on as intended. A functional test was performed. The system functioned as intended. The handle and patient cable were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.